Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 37642 lot# serial# (B)(4) implanted: explanted: product type programmer, patient.

Event description:
The patient reported seeing a poor communication screen on his programmer. He did not use an antenna and placing the programmer directly over the implantable neurostimulator (ins), on the skin, and then syncing did not resolve the issue. He tried turning the programmer off and then back on before re-syncing with the ins, but this did not resolve the issue as well. The patient noted that his tremor had returned all over, but then stated that it never really had gotten better since implant. He did not clarify if the tremor problem had occurred since implant or not. It was noted that the issues were a sudden change. He tried to increase stimulation, but his tremor made him increase one point too high than what he wanted, then he got poor communication so he was unable to do anything. Then the programmer would not power on even with new batteries. Additional information received from the patient reported that the new programmer worked. His tremor made it difficult to operate it. The patient's indication(s) for use were movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.